Event description:
It was reported that the burr was stuck with the wire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A 1.50mm rotapro was selected for use. Rotablation was completed successfully, however, while in dynaglide mode for burr removal, the guidewire began meeting resistance and bringing the wire back with the burr. The burr was unable to be removed off the rotawire guidewire. The clinician stopped and used a workhorse wire to buddy wire down the lad. After vessel was secured with a workhorse wire, the rotawire guidewire and burr were removed as one. Upon removal, the wire could not be removed from the advancer. The advancer was disconnected at the handshake connection and the wire was not visible there either. The wire was removed from the burr with some force at a later time, this may have stretched the spring coiled section of the drive shaft of the burr. The procedure was completed with the original device. No patient complications were reported, and the patient was stable after procedure.

Event description:
It was reported that the burr was stuck with the wire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for use. Rotablation was completed successfully, however, while in dynaglide mode for burr removal, the guidewire began meeting resistance and bringing the wire back with the burr. The burr was unable to be removed off the rotawire guidewire. The clinician stopped and used a workhorse wire to buddy wire down the lad. After vessel was secured with a workhorse wire, the rotawire guidewire and burr were removed as one. Upon removal, the wire could not be removed from the advancer. The advancer was disconnected at the handshake connection and the wire was not visible there either. The wire was removed from the burr with some force at a later time, this may have stretched the spring coiled section of the drive shaft of the burr. The procedure was completed with the original device. No patient complications were reported, and the patient was stable after procedure. The investigation was reopened and closed on (B)(6) 2024. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be inserted and removed with no resistance or issues.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be inserted and removed with no resistance or issues. D1: brand name: corrected from rotawire and wireclip torquer to rotawire drive

Event description:
It was reported that the burr was stuck with the wire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A 1.50mm rotapro was selected for use. Rotablation was completed successfully, however, while in dynaglide mode for burr removal, the guidewire began meeting resistance and bringing the wire back with the burr. The burr was unable to be removed off the rotawire guidewire. The clinician stopped and used a workhorse wire to buddy wire down the lad. After vessel was secured with a workhorse wire, the rotawire guidewire and burr were removed as one. Upon removal, the wire could not be removed from the advancer. The advancer was disconnected at the handshake connection and the wire was not visible there either. The wire was removed from the burr with some force at a later time, this may have stretched the spring coiled section of the drive shaft of the burr. The procedure was completed with the original device. No patient complications were reported, and the patient was stable after procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be inserted and removed with no resistance or issues.